Event description:
According to the reporter: occurred during a colectomy functional end to end anastomosis procedure. For the fourth firing of the colectomy, used a powered handle and reload. The surgeon fired the device with the jaws in the straight position to close the insertion, and the firing was successful. After the firing, the nurse tried to remove the reload from the adapter, however, the jaws were articulating on their own. The nurse pushed the blue button and the silver button at the same time, however, the device did not react. Then turned the blue articulation toggle, however, the device did not react. Single pushed the silver button, the jaws were able to be opened. Single pushed the blue button, the jaws were able to be closed. The reload indicator was flashing and the status indicators were illuminated blue. Re-inserted the battery, the calibration was performed and the jaws returned to the straight position. The surgical time was extended by less than thirty minutes. A reoperation was required due to the issue. There was no additional patient harm. The status of the patient is no problem.

Event description:
According to the reporter: occurred during a colectomy functional end to end anastomosis procedure. For the fourth firing of the colectomy, used a powered handle and reload. The surgeon fired the device with the jaws in the straight position to close the insertion, and the firing was successful. After the firing, the nurse tried to remove the reload from the adapter, however, the jaws were articulating on their own outside of the patient. The nurse pushed the blue button and the silver button at the same time, however, the device did not react. Then turned the blue articulation toggle, however, the device did not react. Single pushed the silver button, the jaws were able to be opened. Single pushed the blue button, the jaws were able to be closed. The reload indicator was flashing and the status indicators were illuminated blue. Re-inserted the battery, the calibration was performed and the jaws returned to the straight position. The surgical time was extended by less than thirty minutes. Reoperation was not required. There was no additional patient harm. The status of the patient is no problem.